Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they went to their dentist, and they were informed that their top tooth is hitting the bottom tooth and is chipping. Requested additional information from patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.